Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite colonovideoscope exhibited error e315(incompatible scope). The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.